Event description:
It was reported by service report that the cot would not release with weight on it. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result - latch bar/release handle linkage, part needed to be ordered to complete the repair.